Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the soft cannula infusion set had a compromised and kinked cannula, leading to the occlusion alarm not recurring and indicating that the blockage was likely at the site. The patient was instructed to remove the site and observe the cannula. The patient noticed symptoms within three hours of insertion, and the site was located in the abdomen. The patient regularly rotated the site location, and the site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The resolution to the issue was for the patient to change supplies as necessary and resume insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.